Event description:
Follow-up 1 information received on 19-dec-2017 by email from quality department. Additional information provided regarding result of investigation. No defect was detected on the needles from this batch during analysis and tests. No other similar complaint was received on this assembly batch out of (B)(4) needles sold. The incident seems to be due to the non-observance of the instructions for use, especially to the use of a needle size inappropriate to the type of procedure, i.e. A 30g short needle for a nerve block injection instead of the recommended sizes such as 27g long or 25g long, and to the needle insertion to hub. Causality re-assessed on 20-dec-2017 on follow-up information received on 19-dec-2017: follow-up 1 information (quality department) : according to the new information received following the batch analysis, it appears that the quality defect of the product can be excluded. The more plausible cause for this needle breakage is a product mishandling and in particular the use of an inappropriate needle size (short needle) for the superior nerve block. The causal relationship with the suspect medical device is therefore reassessed as unlikely.

Manufacturer narrative:
The returned pictures allow us to confirm that the needle broke at the hub and that it does not deal with a needle separation. All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). The stiffness and breakage tests relative to this batch of cannulas comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on our reserve samples-in order to check the needle breakage rate in extreme conditions of use-did not show any abnormality. The complaint description let us know that the needle used (30g short) is not that indicated in the instructions for use (IFU) for the type of injection (nerve block) and that the needle was inserted to hub as it could not be retrieved. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the IFU. Final comments from manufacuturer: no defect was detected on the needles from this batch during analysis and tests. No other similar complaint was received on this assembly batch out of (B)(4) needles sold. The incident seems to be due to the non-observance of the instructions for use (IFU), especially to the use of a needle size inappropriate to the type of procedure, i.e. A 30g short needle for a nerve block injection instead of the recommended sizes such as 27g long or 25g long, and to the needle insertion to hub.

Manufacturer narrative:
Updated information on the patient's outcome received on 31-jan-2018 by sofic: "the broken needle fragment has been removed from the patient's mouth; the date of outcome resolution was either on (B)(6) 2017 or during the new year's." 1 box containing 98 needles and the needle in question were received by sofic on 15-jan-2018. Microscopic examination of the incriminated needle does not show any defect on the cannula and confirms what was seen on the photos initially received, i.e. A breakage at the hub. The same tests as those made during the analysis on the reserve samples were made on the returned needles and gave the same results. No defect was detected on the returned needles. Final comments from manufacturer: evaluation of the returned samples does not change the conclusion indicated on follow-up 1 report.

Event description:
Follow-up 2 information about the patient's event outcome was received by septodont on 24-jan-2018: as per dealer contact with dentist on 24-jan-2018, the broken needle fragment was successfully removed from the patient's mouth either on the friday before christmas ((B)(6) 2017) or around the new year's ((B)(6) 2018). Furthermore, samples are currently analysis by septodont for additional investigations. Updated quality investigation following additional analysis of returned samples is received from the quality department on 05-feb-2018: microscopic examination of the incriminated needle does not show any defect on the cannula and confirms what we saw on the photos initially received, i.e. A breakage at the hub. The same tests as those made during analysis on the reserve samples, were made on the returned needles and gave the same results. No defect was detected on the returned needles. Evaluation of the returned samples does not change the original conclusion on 19-dec-2017. Causality assessment on 13-feb-2018 on follow-up 2 information received on 24-jan-2018 and updated quality investigation received on 05-feb-2018: information received does not change the previous assessment of follow-up 1 report performed on 20-dec-2017.

Event description:
Spontaneous report, local reference (B)(4). Initial information received on 21-nov-2017 from the dentist. The dentist reported that a female patient (aged between 50-60 years), with unknown medical history received a dental local anaesthesia with suspect device henry schein disposable dental needle 30g short (batch number # f05713ab, exp 10-2021) on (B)(6) 2017 for filling around tooth #4 by infiltration. It has been reported that during the injection, the needle broke at the hub and was stuck at the location of the posterior superior alveolar nerve block. No clinical signs were reported with the needle stuck. The patient was referred to an oral surgeon. She went to the oral surgeon on (B)(6) 2017 . It was attempted to remove the needle without success. A cbct (cone-bean computed tomography) to better localize the needle was performed on (B)(6) 2017 but no result is available. The patient will go visit the surgeon on (B)(6) 2017. The dentist mentioned that he previously used these type of needle without any problem. At the time of this report, the patient's outcome was not recovered. Additional information will follow. Causality assessment on 27/11/2017 on initial information received on 21-nov-2017: a. Seriousness: serious (required intervention to prevent permanent impairment/damage devices) b. Listedness/expectedness: foreign body in gastrointestinal tract: unexpected us. Needle issue: unexpected us. C. Causality a) latency: very suggestive. B) recognized association: yes. C) analysis: during the anesthesia procedure, the needle broke at the hub was stuck in the post superior alveolar nerve block area, no other injuries were reported. The possible causes of this incident may be due to: - quality defect of the needles. - mishandling of the product. Based on available information, the causal relationship with the suspect medical device is not assessable. Quality investigation and additional information a possible mishandling are requested. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable.